Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. All functional and safety checks were performed. The unit was returned to the customer and cleared for customer use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hosp. A supplemental report will be submitted upon completion of our investigation.